Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that on (B)(6), 2014 she began to feel like she was going to "pass out" (customer denied a loss of consciousness), but could not test because the meter would not turn on. Customer was taken to a local healthcare facility where she was diagnosed with hyperglycemia and treated with insulin via intravenous infusion and via injection. There was no report of death or permanent injury associated with this event.